Event description:
The facility stated a silicone lens model aq2010v was damaged during implantation and no pt injury was noted. The facility was contacted to confirm this complaint and to obtain more info. At this time, the facility has not responded and there is no further info available.